Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Devices remains implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately eight (8) months post initial procedure, the patient presented at routine follow-up with an enlarged right common iliac aneurysm (unknown diameter). However, the exact date of event is unknown. The patient is reportedly stable. As of date, there have been no additional patient sequelae reported.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately eight (8) months post initial procedure, the patient presented at routine follow-up with an enlarged right common iliac aneurysm (unknown diameter). However, the exact date of event is unknown. The patient is reportedly stable. As of date, there have been no additional patient sequelae reported. Additional information: the enlarging aaa with no obvious leak event is refuted rather there is an enlarging aaa with type 1a endoleak. A secondary endovascular procedure was being planned however no additional information has been provided.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. Clinical assesment shows the enlarging aaa with no obvious leak event is refuted rather there is an enlarging aaa with type 1a endoleak. The secondary endovascular procedure is unconfirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The contributing factors for the type 1a endoleak and sac growth could not be identified due to a lack of the 1month post initial implant CT (computed tomography) and/or initial angiogram. The final patient status was reported being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.